Event description:
According to the complaint we received, the following occurred. The pt was in the or, in the middle of a surgical procedure, the surgeon stated she had the pt's bowel in her hand, the stapler did not staple where it was supposed to and made a hole in the pt's bowel. The surgeon fixed the hole.